Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on their insulin pump. It was reported that the customer's blood glucose was 270mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned. No further information provided.

Manufacturer narrative:
The pump had a motor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.